Manufacturer narrative:
The reported event that twist drill, diam.1.4x77mm, wl 26mm, dental shaft end was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The risk manager at the hospital, reported the following event : "patient had a fracture and needed an osteosynthesis with a leibinger plate and 1.7mm screw. During the surgery, while reaming the bone, the drill fractured and could not be retrieved by the surgeon. Manufacturing issue. Drill is still implanted into the patient."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
The risk manager at the hospital, reported the following event : "patient had a fracture and needed an osteosynthesis with a leibinger plate and 1.7mm screw. During the surgery, while reaming the bone, the drill fractured and could not be retrieved by the surgeon. Manufacturing issue. Drill is still implanted into the patient."